Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and was scheduled for revision. Additional information indicated that high pacing threshold was also noted. The rv lead was repositioned successfully. No additional adverse patient effects were reported.